Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) mushroomed and was not going down well when prepping the device. The device then was not going into the valve of the unknown sheath. The user decided to open a new, unknown device that worked well. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) mushroomed and was not going down well when prepping the device. The device then was not going into the valve of the unknown sheath. The user decided to open a new, unknown device that worked well. There was no reported patient injury. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2426701 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon- damaged, balloon, deflation difficulty, mynx control system impeded" could not be confirmed. Without the return of the device, the cause of the reported events could not be confirmed. As the issue occurred during prep, handling factors may have contributed to the reported event. The issue reported with the balloon may have been the cause of the inability of the device to enter the sheath. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.